Event description:
It was reported that some time post dialysis catheter placement procedure, the catheter allegedly leaked blood near the hub. It was further reported that the catheter allegedly had a hole. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. In addition to the returned physical sample, one electronic photo was provided for review. The investigation is unconfirmed for the reported catheter bleeding and hole issues, as no fracture or hole were evident on the device. An in-house syringe was attached to both luers. Both luers were patent to both infusion and aspiration without any issue after multiple tests. No leaks were observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post dialysis catheter placement procedure, the catheter allegedly leaked blood near the hub. It was further reported that the catheter allegedly had a hole. Reportedly the catheter was removed and replaced. There was no reported patient injury.